Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of the last hospitalization was 490 mg/dl. Customer stated that she was vomiting for two days and she is severely dehydrated and could not keep her eyes open. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.